Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml at 500 mcg/day) and morphine (1.5 mg/ml at an unknown dose) via an implantable infusion pump for intractable spasticity. It was noted that baclofen was the primary drug in the pump. It was reported that the patient's family reported mental status changes over the weekend of (B)(6) 2018. The family now suspected overinfusion as a result. The patient's family suspected an overdose. Of note, the family noted that the last time the patient had these kinds of symptoms, it was a motor stall on the old pump. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient and family denied any external factors. The logs were read, and did not show any alerts, abnormal, or unexpected logs. Only routine refills were noted in the logs. The healthcare provider (hcp) decreased the dose to a total of 400 mcg/day of baclofen on simple continuous mode. The issue was not resolved at the time of the report. Surgical intervention did not occur and was not planned. The patient's status at the time of the report was alive - no injury. No further complications were reported.